Manufacturer narrative:
On the initial medwatch (2029046-2014-00102) submitted on (B)(6), it was reported that the product was discarded and no lot number was provided by the customer; however, this information was initially given in our complaint form (lot # 16000310m). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the blood pressure dropped when a competitor cs catheter was inserted. However, the procedure was continued because the physician thought dropping the blood pressure was caused by abirritant. After that, the blood pressure dropped more when the navister thermocool catheter and two lasso catheter and a competitor rv catheter were inserted. The physician checked it by the body surface echo and confirmed the pericardial effusions. The procedure was abandoned and drainage was performed. As the removed blood was vein blood and the physician felt that there was strong resistance when he inserted the cs catheter, the physician thought that the cardiac tamponade occurred when inserting the cs catheter. The patient was taken to the different hospital for a thoracotomy, but the patient died.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).